Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d2a, d2b, d4, g4, h4, h6 a review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from humeral stem loosening or bone fracture as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 124 months after a right total shoulder replacement procedure, the patient experienced pain from a loose humeral stem. Subsequent imaging indicated osteolysis. Approximately 1 month later, the patient fell, which resulted in a periprosthetic fracture. The patient underwent a revision procedure approximately 2 months post-fall. No further impact to the patient was reported. No other information is available.